Event description:
The pt received his scs system, including an ipg, on (B)(6) 2005. It was reported the pt can no longer establish consistent telemetry between his ipg and charging system or pt programmer. A spacer kit was sent to the pt to aid in increasing the telemetry. No further pt complications were reported.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.